Event description:
Pt presented 2 months post implant experiencing no pain relief. Reservoir contained entire 10 ml for fist fill of pump - should have contained 3 ml. Catheter dye study revealed the catheter was occluded and the rotor study showed the pump was stalled. The pump stall was felt to be secondary to stopping of the pump by office staff 1 month ago. Three purges were attempted without success - no drug seen. The pump was replaced and the pt is doing well with the new pump. Some complex continuous programming has been providing very good relief of pain.